Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of damage to the ventricular port. It was noted that the output connector assembly was broken. It was further noted that the main printed circuit board (pcb), keypad, encoder assembly, one knob and one case screw were contaminated. The upper case was noted to be dented, lower case broken and the hanger assembly, o-ring and hanger screw were missing. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was received into service for repair and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.